Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level (414 mg/dl) and a correction via the pump was delivered to address the bg level. The customer did not know what caused the high bg. A pump system check was performed and no device issues were observed. The cannula was removed and it was not damaged. The customer inserted a new infusion set site and insulin delivery was resumed.